Manufacturer narrative:
Expiration - unk as lot is unk. Catheter damage is labeled in the IFU. Unk as lot is unk. Event eval: still under investigation.

Event description:
A (B)(6) female pt underwent PICC insertion for antibiotics through the PICC line, as per IFU. During course of treatment a crack/split occurred near the suture wing PICC removed and new one inserted. No adverse effects to the pt were reported due to this occurrence.